Event description:
During an accreditation survey that was conducted (B)(6), 2010, it was determined that the international sensitivity index -isi- of the coagulation analyzer had changed to a ratio value of 1,000 from 1,867 for the period (B)(6), 2009 - (B)(6), 2010. After investigating the event, it was determined that it is possible that the isi number reverted without any human factor involved.